Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the area around the reservoir compartment is chipping off on the insulin pump. The device is also alarming button error and she isn't able to clear it. She has reverted to her back up plan. Troubleshooting was performed for the button error. She doesn't recall her blood glucose level. Customer is not sure what may have caused the alarm. She also stated due to the damage on the reservoir compartment the reservoir falls out. The customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. She agreed to return the device for analysis.